Event description:
It was reported to philips the device was not passing pacer or EKG test. There was no patient involvement.

Event description:
It was reported to philips the device was not passing the EKG test. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty therapy pca and pad/paddles connector. The repair bench technician replaced the therapy pca and pads/paddles connector. The device passed all performance assurance tests and was returned to the customer.